Event description:
It was reported that during a laparoscopic gastric bypass procedure, on the initial firing on the stomach, the staple line was not completely formed. There was a leak present. The case was completed by oversewing. There was no patient consequence.